Event description:
The end user's wife alleged the lift caught on fire and flames 3 feet high shot up the wall. She states the flames ignited clothes in a nearby hamper in her husbands bedroom around 2am. She states the clothes were damaged, a rug, carpet and the lift itself is ruined. She states her husband wasn't injured but she was woke up by the smoke detector. (B)(6) 2015 update: caller reported husband was sleeping and all the sudden he woke up to smoke and they had a hard time getting him out of bed and out of the room and his blood pressure went up really high. Fire department was called and put out the fire and left lift outside. 3' flames went up the wall, damaged carpet, and clothes. No injury alleged.

Manufacturer narrative:
Unit was returned and evaluated. Quality engineering determined that all damage was external and resulted from exposure to heat and flames. There was no evidence of electrical failure or defect within the battery pack or control modules.